Event description:
It was reported that during the implant procedure, the physician was repositioning the lead, but the helix would not retract appropriately. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) inner insulation kinked buckled, distal conductor distorted and fractured (overstress), deformation/fracture in prox section of the inner coil and extension problems.